Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.2-15.1cm from the distal tip. The silicone insulation was abraded. The rv and sensing conductors were visible and the etfe coating was abraded at the same location. This damage is consistent with the observation from the field of noise. Another internal insulation abrasion was found at 31.3-31.9cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that in 2010, post therapy noise was observed. At that time, the physician elected to monitor the patient. During a recent follow up, externalized conductors were observed via fluoroscopy. The lead was explanted.